Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation. Visual inspection of the as returned product identified minor signs of use and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was measured with calipers and was verified to match specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: date of this report, device expiration, UDI#: (B)(4), date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture, entered evaluation codes, added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided / unknown. Reporter's email not provided / unknown. Additional 510k number: k101880.

Event description:
It was reported that the patient suffered nerve damage and numbness. The implant (tsvtwb11) was removed. The patient will return for a new implant placement. Tooth location 19.